Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-00497.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00497. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the patient's drg system was explanted.